Event description:
An alarm was reported by the customer due to an occlusion event that had occurred earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin. Customer service educated the caller about the need to change cartridges every 48 hours, due to the customer saying they use supplies over 2 days.